Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) was part of a system revision due to infection. The device was extracted from the pocket and left externally to provide therapy while the patient's infection cleared. The device was removed from service at the time of the patient's re-implant procedure. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.